Event description:
It was reported that hourglass/no readings/sensor error occurred. The sensor was inserted into the skin on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced a sensor error, after which the experienced a hypoglycemic event. The patient experienced dizziness and vertigo and lost consciousness. The patient stated that the loss of consciousness was due to a sensor error, but that at the time of the loss of consciousness they were not yet aware of the error state. The patient was treated by bystanders with glucose and once they regained consciousness, they noted the sensor error. The patient recovered and no further treatment was needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: health effect clinical code - vertigo.